Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/26/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "multiple stratafix sutures from the same box broke" could you please confirm the number of sutures that broke during this procedure? When did the sutures break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify can you identify the lot number of the product that was used? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00690 .

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that multiple sutures from the same box broke. No patient harm. Additional information was requested.